Manufacturer narrative:
Osseotite certain implant was returned with a healing abutment retained in the drive feature with an unknown internal connection hexed screw. Visual inspection of the as received products identified that the screw hex and the abutment surface were severely gouged. The screw hex appeared to be completely stripped. No additional testing was performed due to the condition of the returned products. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Actual device was not received, implant and healing abutment was returned.

Event description:
The doctor reported that the abutment screw within the final abutment was stripped, the implant had to be removed. The implant removed and bone graft was placed for future implant placement.